Event description:
It was reported that a patient underwent an anterior cruciate ligament reconstruction on an unknown date. Subsequently, the patient developed an infection. No revision procedure has been reported to date. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "early or late postoperative infection and/or allergic reaction." The following sections could not be completed with the limited information provided. Date of the event - unknown. Date implanted - unknown. Date explanted - unknown. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04903 / 04904).